Event description:
It was reported that a patient presented with far field over-sensing noted on the patient's implantable cardioverter defibrillator. No intervention was performed but programming changes were recommended. No adverse patient consequences were reported.